Manufacturer narrative:
Cause: 1. Transtek couldn't get the details of the end user and couldn't get back the devices for further analysis. 2. We checked the all related DHR including: incoming material inspection records, manufactured process records, fqc inspection records, ect, and no battery issue was found. 3. The product has passed safety test of iec 60601-1, its performance meets the requirements. 4. The instruction manual had mentioned that the battery should not be left in the device for a long time. The user may have failed to read the instruction manual carefully, resulting in the battery being left in the device for an extended period. 5. Additionally, if the user uses non-standard batteries or installs the batteries in reverse, it can lead to a short circuit of the device. Corrective action: preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Manufacturer narrative (provided by livongo) the livongo blood pressure monitor has not been returned to the manufacturer. Should the device be returned, a supplemental report will be filed with the results of the testing. Event description the patient reported that the bottom of their htn monitor had become extremely hot. Upon opening the battery compartment, the patient found that the compartment had melted and this resulted in the batteries being unable to connect.